Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. The surgeon reported that he believed that part of the outcome was due to a biometry error as he has since sent his a-scan device for servicing. The surgeon stated he could not account for the entire hyperopic refractive outcome due to biometry error. An optical coherence tomography (oct) was performed and was normal. Additional info has been requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: the root cause cannot be determined. Not enough info was provided from the account to properly complete an investigation. Action taken: investigation has been completed based on current info. No further action warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional info was requested on 08/16/2011 and 08/29/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).